Manufacturer narrative:
Method: the trajectory of the surgical guide is reviewed in three steps: the guide is seated on the dental model with inserts. Gauge pins are then seated in the inserts to help visualize the trajectory of the guide; the assembly from step 1 is scanned and overlaid onto the treatment plan; gauge pin trajectory is measured against implants positioned in the treatment plan. Axial center to center distances are taken at the implant crest and implant apex.

Event description:
Doctor believes the guide trajectory was too buccal for implant #8. Doctor reported that the guide seating was perfect. She drilled 2.0 and 2.8 guided with guide. Then she freehanded implant placement and noticed no torque on the implant. This led her to believe the implant position was too buccal. She took the implant out, grafted the site and will wait for it to heal before attempting to place implant again. Implant 14 was fine and placed during the surgery. Local anesthesia was used for the surgery.